Event description:
Caller reported that pump battery depleted rapidly, though this did not lead to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer reset the pump, which restored battery life to normal.